Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery at l4-5 levels, for the treatment of degenerative disc disease with spinal stenosis. Intra-op, the outer sheath of the pak needle broke off and was lodged in the patient's pedicle. Reportedly, surgeon had to drill down and remove the outer sheath with a needle driver. Reportedly, no fragment of the instrument were remaining in the patient. No patient complication's were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.